Event description:
A patient reportedly experienced tinnitus after a mr exam. The exam used loc, asset cal, t2, t1, and t2 with duration of less than 5 minutes. It was reported that the patient did not have the required hearing protection during the exam. A physician of a different site was consulted by the patient and indicated that the hearing loss on the left ear was age associated. The physician also indicated the he could not deny the possibility of the relationship between the hearing issue and the mr exam. The patient subsequently received medication.

Manufacturer narrative:
There was no evidence of system malfunction. According to the facility, hearing protection was not used during the scan. The system is designed to comply with iec and osha standards for acoustic limits. Since acoustic levels of the system may exceed 99dba in the bore, hearing protection is required for all people in the magnet room during a scan. The system's operator manual provides a warning of the acoustic levels as well as instruction to use adequate hearing protection during a scan.